Event description:
The nursing staff found an intravenous solution set with a defective bag spike. The spike is missing the distal 0.100 inch (2.50 mm) of the tip. The cutting edge is also missing a small piece. Device was not used on pt.